Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. Upon device interrogation of the implantable cardioverter defibrillator it was noted that an alert for long charge time had been triggered sometime between (B)(6) 2018 and (B)(6) 2019. The patient then presented in-clinic for capacitor check. The capacitor charge times were found to be within normal limits, and no interventions were made. The patient was in stable condition.